Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 through jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console had intermittently generated a gas loss alarm. The customer had attempted several troubleshooting methods, including unplugging the helium tubing and using the iab fill key. They were then advised to perform a fill and press the start key. It was confirmed that there was no presence of blood in the helium tubing, no external kinking, no excess condensation, and all connections were secure. The patient was not moving or coughing at the time of the alarm, but does have a large belly and is ventilated with a positive end-expiratory pressure (peep) of 12. It was suggested that the alarm was likely caused by an increase in intrathoracic pressure in the combination with the patient's large belly and peep. Since the alarm had already gone off multiple times, the customer lowered the augmentation level by two bars. There was no patient harm or adverse event reported.